Event description:
Reporter indicated a patient's vns was disabled for the patient's comfort due to excessive coughing with vns stimulation. Vns diagnostics are unable to be performed due to the patient being unable to tolerate stimulation. The coughing has been occurring with stimulation since the vns generator was implanted on (B)(6) 2010; this is the patient's second vns generator and no issues with coughing were noted with the previous generator. The reporter feels there is a malfunction with the vns and has referred the patient for a surgical consult. Vns revision surgery is likely.